Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak between a transfer set and cassette. This event occurred during initial drain of peritoneal dialysis therapy. The connection side of the transfer set and cassette failed and solution flowed out. Therapy was stopped immediately and the patient went to hospital to replace the transfer set on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.